Manufacturer narrative:
Device #2 and device #3: part #s 12673-03, lot # 76055-6h and lot # 78040-6h are being filed under a separate medwatch MFR numbers. The device was received. Investigation is not complete.

Event description:
Device malfunction: device #1 unk device failure. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, when using the first device, it did not "feel right" when placed in the pt's artery and was replaced with a second device. A cuff miss was experienced with the second and third device. The pt's vessel was heavily calcified. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Additional info will be provided.